Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a native bicuspid aortic valve, fluoroscopic check did not show any issues with the valve prior to use. During the first deployment, the valve was not in a good position in the annulus as it was too shallow. It was reported that the valve moved towards the ventricle during deployment. The valve was recaptured and no infold was observed. Upon the second deployment, an infold was observed. The valve was recaptured and retrieved from the patient. A second valve was used successfully. Per the physician, the patient's anatomy calcification to the infold. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evproplus-34us, serial#: (B)(6), ubd: 28-jan-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.